Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were thoroughly checked. The analysis of the lead did not show any deviations that could be related to the clinical complaint. The lead proved to be ok. In particular, the measurement values of the electrical analysis were within the technical specification. No anomalies could be found during the performed screw tests. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of one day, it was reported that the lead was dislodged. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.